Manufacturer narrative:
Reported event: generator output issues. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, the generator would not cut consistently and had intermittent power output. The procedure was completed with a different device. There were no patient complications reported as a result of this event.